Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2011; inratio: 3.1, retest inratio: 1.2. Results done within 15 minutes of each other. Doctor likes to keep pt's inr around 2.6.

Manufacturer narrative:
Investigation pending.